Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient developed symptoms of an infection that consisted of inflammation and redness at the needle puncture site, and it spread beyond the patch perimeter. On an unknown date, the patient consulted her physician who assessed the site and prescribed an oral antibiotic medication. She could not recall the medication name and duration but confirmed no lab test or diagnostic imaging were performed to diagnose the infection. At the time of the report, no photo was provided, and the patient stated the site healed after treatment and she was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).